Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not working properly. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-apr-2025: the issue involved a complete loss of cautery on the instrument, or intermittent/low energy delivery. The instrument was only noticed with a restricted movement and a cable appearing to be broken or frayed. There was an intraoperative cable malfunction but there was no thermal damage, or any material missing nor detached from portion of the device that enters that patient¿s body. The instrument was sent for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have the pitch cable loose at the distal end that was showing out. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end causing imprecise motion issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional unrelated finding states that when placed on the in-house system, the display showed 7 remaining lives. A review of the logs confirmed that the instrument had 7 lives left. The life indicator had rotated to red. The instrument was fully functional. When placed on the in-house system, the display showed 7 remaining lives. A review of the logs confirmed that the instrument had 7 lives left. The life indicator had rotated to red. The instrument was fully functional. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.